Manufacturer narrative:
(B)(6). Complete event site name: (B)(6) hospital the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00043, a kink was found that was unrelated to the reported leak, balloon rupture failure mode. There was no patient involvement.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the sheath. The pressure tubing and extender tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.9cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00043, a kink was found that was unrelated to the reported leak, balloon rupture failure mode. There was no patient involvement.